Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert message for possible high voltage circuit damage and possible high-voltage lead issue was observed. Hv lead impedance was also less than lower limit. The capacitor charging was cancelled when the patient was in vf. Patient did not receive hv therapy. Device was explanted and replaced. No complications or adverse events were observed and the patient condition remains stable after the procedure.

Manufacturer narrative:
The reported field event of output anomaly was confirmed in the laboratory. The device was tested on the bench and the hv output circuitry was damaged. Visual inspection noted an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. It is believed that delivery of hv therapy into a low impedance caused the hv circuit damage.